Event description:
It was reported that during a follow-up, pacing and sensing anomalies were noted and several shocks were delivered due to t-wave oversensing. Fluoroscopy did not show any lead break or dislodgement. The sense/pace portion of the lead was capped and replaced. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.